Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (16.0 mg/ml, 6.602 mg/day; flex mode basal rate 9.147 mg/day) in an implantable pump for an unknown indication for use. A motor stall occurred. The motor stall was found by the physician in the emergency room on (B)(6) 2018. A provided interrogation reported from (B)(6) 2018 indicated 4 motor stalls occurred spanning from (B)(6) 2018 with the longest motor stall last 23 hours and 41 minutes (motor stall on (B)(6)2018 at 21:17 with recovery at 21:22, motor stall on (B)(6) 2018 at 12:22 with recovery on (B)(6) 2018 at 12:03, motor stall on (B)(6) 2018 at 07:37 with recovery on (B)(6) 2018 at 17:52, and motor stall on (B)(6) 2018 at 03:26 with recover at 16:53). The patient experienced symptom return, withdrawal symptoms, and confusion. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was prescribed oral medication to limit withdrawal symptoms. The pump was replaced on (B)(6) 2018 and would be returned. The issue was considered resolved as of (B)(6) 2018. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model#: 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  If information is provided in the future, a supplemental report will be issued.